Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin, 2 grams and fortum, 1 gram (routes, duration and frequencies not reported). No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.